Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and while trying to flush the vizigo¿ sheath the gray dilator wire came off and detached from the hub. The vizigo¿ sheath was pulled out and there were no patient consequences. The vizigo¿ sheath was replaced and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 7-oct-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and while trying to flush the vizigo¿ sheath the gray dilator wire came off and detached from the hub. The vizigo¿ sheath was pulled out and there were no patient consequences. The vizigo¿ sheath was replaced and the problem was resolved. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hub of the dilator was detached from the shaft. For this reason, a supplier manufacturing investigation was requested and it was determined that this complaint could not be confirmed as manufacturing-related since the insertion measure amount for the dilator shaft to the dilator hub was found withins specifications. Device history record was performed for the finished device 60000415 number, and no internal actions related to the reported complaint condition were identified. The hub issue reported by the customer was confirmed. The potential cause of the hub detachment could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: do not remove the dilator or catheter rapidly. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).